Event description:
During a laparoscopic cholecystectomy, the endoplus blunt grasper broke while inside the patient. Surgeon removed the instrument, inspected the surgical field with a camera and removed a small black speck of metal. No other foreign objects were noted with the camera. A cholangiogram was taken and no foreign objects were viewed on x-ray. Procedure was completed without complications and patient was discharged home in stable condition on post-op day three. Broken device and the metal speck were saved.